Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer spouse reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 463 mg/dl and also stated the blood glucose was 93 mg/dl. The customer reported sensors keep falling out, sensor had bent cannula and tape not sticking. Customer declined to troubleshoot for high blood level. The product will not be returned for analysis.